Event description:
Per the clinic, the patient experienced pain and developed abscess at retroauricular site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.